Manufacturer narrative:
A field service engineer (fse) was paged to go on site to troubleshoot the exhibit central station (xsc). The fse found that the xcs was intermittently shutting down. Following troubleshooting, the fse identified that the unit was overheating due to a build up of dust. The unit was cleaned and following removal of the dust, normal operation was verified and the unit was placed back in service.

Event description:
The customer reported that displays were blank at their exhibit central station that was monitoring telemetry patients. After resolving the issue by turning on the exhibit, the customer called back to report that the exhibit was repeatedly shutting itself off and eventually would not power back on. There was no patient or user death, or injury associated with the event.